Manufacturer narrative:
The device was not returned to olympus for inspection. However, the investigation was performed based on the information provided by the third-party distributor. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to electrical connection failure due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the third-party service center for evaluation related to a separate issue. During device evaluation, the service center technician identified the device had image whiteout and no image was displayed. There was no patient involvement.